Event description:
It was reported non-sustained lead noise due to sensing latency on the far field channel was observed during follow up. Mismatch between the far field and the near field resulted in non sustained lead noise. Programming changes were recommended. The patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.